Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt's stimulation was auto-reducing. Diagnostic testing showed multiple lead contacts had invalid impedance readings. Reprogramming was temporarily able to provide effective stimulation. Follow-up indicated all lead contacts had impedance issues except for one. The physician explanted and replaced the lead on (B)(6) 2012. It was reported adequate stimulation coverage was restored.